Event description:
To assist in the diagnosis of a potential heart condition, the right femoral artery was accessed for a diagnostic coronary angiogram. An angio-seal device was deployed to seal the arteriotomy site following the procedure. Following discharge from the hospital the pt developed pain, cramping and numbness in the right leg. Approx. 20 days post-deployment, the pt was referred to a vascular surgeon. Approx three days following a consultation with the vascular surgeon, the pt underwent surgery to remove the embolized angio-seal device from the right popliteal artery.